Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-00891. It was reported that during and post an embolization treatment procedure, the patient presented with further bleeding. The physician was embolizing a small artery in the kidney with the use of two 4mm/3.7 mm vortx-18 injectable coils. The coils were deployed successfully in the artery; however, the physician was concerned about the length of time it was taking for thrombus to form on the coils. After approximately 10 minutes, the physician introduced glue through the catheter proximal to the coils. The glue stopped the bleeding in that branch; however, some bleeding was still noticed and glue was also put into another vessel. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status was ok post-procedure. The patient presented 25 days post index procedure with further bleeding in a similar area to the vessel treated initially. The physician also suspects venous flow. Additional coils were placed for treatment. The patient has been kept for observation due to suspected coagulation issues.